Event description:
A customer contacted beckman coulter inc. (Bci) in regards to intermittent erroneously high rbc, mcv, and platelets patient specimens without instrument (coulter lh 750 analyzer) generated flags. Only one patient specimen was provided. The result was flagged with an operator-definable h&h check failure flag. The specimen was rerun on the same instrument and lower rbc, hct, and platelet results were obtained. The erroneous results were not reported out of the lab. No death or injury been reported and patient treatment was not affected by this event.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B) (4).

Event description:
Per the clinic, the patient¿s electrode lead had migrated into the ear canal. During surgery to clean the ear due to otitis media, the physician inadvertently took out the electrode lead. More information has been requested but was not available at the time this report was filed (B) (6) 2010.